Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen needle electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician experienced difficulty when trying to puncture the liver; several failed attempts were made before the physician successfully punctured the target site. Once the device was in the correct spot, the procedure was completed without any difficulty. The device was inspected after it was removed from the patient, and no visible damage was noted. However, it was suspected that the distal tip of the electrode had become dull. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen needle electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician experienced difficulty when trying to puncture the liver; several failed attempts were made before the physician successfully punctured the target site. Once the device was in the correct spot, the procedure was completed without any difficulty. The device was inspected after it was removed from the patient, and no visible damage was noted. However, it was suspected that the distal tip of the electrode had become dull. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no issues. The device was inspected under a microscope and no damage was found. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the reported event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.